Event description:
It was reported that the battery of this subcutaneous implantable cardioverter-defibrillator (s-ICD) was suspected to be depleting prematurely as it decreased and reached the elective replacement indicator (eri). It was also reported that the device presented normal beeping alert, data analysis confirmed the battery appeared to be depleted more quickly than expected. Device replacement was recommended. The device was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter-defibrillator (s-ICD) was suspected to be depleting prematurely as it decreased and reached the elective replacement indicator (eri). It was also reported that the device presented normal beeping alert, data analysis confirmed the battery appeared to be depleted more quickly than expected. Device replacement was recommended. The device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Correction: additional code was added to h6. Premature battery depletion (pbd).

Manufacturer narrative:
Correction to field e1: initial reporter first name and last name.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter-defibrillator (s-ICD) was suspected to be depleting prematurely as it decreased and reached the elective replacement indicator (eri). It was also reported that the device presented normal beeping alert, data analysis confirmed the battery appeared to be depleted more quickly than expected. Device replacement was recommended. The device was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter-defibrillator (s-ICD) was suspected to be depleting prematurely as it decreased and reached the elective replacement indicator (eri). It was also reported that the device presented normal beeping alert, data analysis confirmed the battery appeared to be depleted more quickly than expected. Device replacement was recommended. The device remains in service. No additional adverse patient effects were reported.